Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip were observed to be misaligned before use. The following information was provided by the initial reporter: "printing error on graduation of 1 syringe. Also concerned by the amount of particlulate shed from the individual package's exterior (ongoing)."

Event description:
It was reported that the scale markings on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip were observed to be misaligned before use. The following information was provided by the initial reporter: "printing error on graduation of 1 syringe. Also concerned by the amount of particlulate shed from the individual package's exterior (ongoing)."

Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. One photo displayed a 3ml syringe in a fully sealed blister pack. The syringe appeared to have a skewed scale with no number markings below the 3ml and no grad line below the 1/2ml grad line and was rejectable per product specification. One photo showed the top web of a blister pack confirmed to be from batch 9046832 (B)(4). One photo displayed several blister packs (B)(4) held above and some blister packs in a blue container with what appears to be small white foreign matter packaging particles loose in the container. The packaging particles are most likely from the blister packs being cut and are external only. They don¿t appear to compromise the product. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.